Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the inflated cuffed leaked the air. The customer reported that there was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary: one sample was received for evaluation. An inflation/deflation test was performed by applying 25cc of air using a syringe and it was observed the cuff deflated after a few seconds. Visual inspections was performed and it was observed that the cuff presents a small cut. The device history record was reviewed and no discrepancies were found. If information is provided in the future, a supplemental report will be issued.